Event description:
The user facility reported that during a trufreeze spray cryotherapy procedure, wires inside their cryo decompression tube loosened and began to pull out of the tube. The procedure was completed successfully with another device. No report of injury.

Manufacturer narrative:
The device was returned to steris endoscopy for evaluation which identified that the wires inside the decompression tube were severely bent. Bent wires inside the cryo decompression tube are indicative of excess force applied by user facility personnel. In-service training was offered on proper use of the cryo decompression tube, but the user facility declined. The instructions for use states, "inspect the pouch contents for damage prior to use. Do not use the active venting cdt if any part of the product is damaged in any way. Do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist. Expired product should not be used. Cutting or otherwise altering the active venting cdt may decrease the flow of nitrogen gas through the cdt, resulting in an increased risk of perforation, stricture, or other damage to the ablation area. To avoid kinking the cdt, use only short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, throughout device insertion." A complaint review determines this to be an isolated event for the subject lot. No additional issues have been reported.